Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2016 when she obtained blood glucose results of 120 and 75mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan's criteria for precision. The patient manages her diabetes using insulin (no adjustments) and reportedly decreased her food and/or drink consumption on (B)(6) in response to the alleged issue. The patient alleged experiencing symptoms of shakiness and sweating immediately after the alleged issue began and denied receiving and form of medical intervention in response to the reported issue. In a related complaint the patient allegedly obtained an inaccurate high result using the subject device compared to a result using a doctor's meter, although the results, date, time between the measurements were all unknown. At the time of troubleshooting, the csr noted that an approved sample site was being used and the meter was set to the correct unit of measure. The csr also noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.